Manufacturer narrative:
The customer cancelled the svc call.

Event description:
The customer reported that when powering on, the screen gives two blank pages. The fe did confirm the system was intermittently unable to complete the boot cycle. This resulted in recoverable loss of imaging functionality. There is not report of injury or death.